Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "consultation for an implant exchange. At this time it was discovered that patient had ruptured implant". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "consultation for an implant exchange. At this time it was discovered that patient had ruptured implant". This record is for the right side. The device was explanted. Device discarded.